Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 201133. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. The pictures provided displayed a short needle missing the bevel component. The manufacturing plant is provided with closed cartridges of cannula components. These cartridges are directly introduced in the assembly machine and are assembled into the needle hub. Afterwards, an in-line camera system inspects all needles, rejecting any defective product identified. Since the product involved in this incident was shorter, it is possible it was out of range of the camera and went unrejected. The short cannula could have been a result of a cut at the cannula manufacturing facility, with a defective cut occurring below the specified limit. The cannula could have been residue from previous material that was not discarded during the cannula cutting process. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that needle 25ga 1in broke. The following information was provided by the initial reporter: "needle tip broken off. Flat/blunt tip. Shorter than other needles in same lot".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 25ga 1in broke. The following information was provided by the initial reporter: "needle tip broken off. Flat/blunt tip. Shorter than other needles in same lot".